Event description:
It was reported that the unit's mattress caught on fire while a patient was charging their phone. The unit was evaluated and found to be operating correctly and is not suspected to have caused or contributed to the fire. No harm was alleged to have occurred to the patient or staff as a result of the fire.